Manufacturer narrative:
D4: device serial number was requested but could not be provided. Manufacturer's investigation conclusion: a direct correlation between the heartmate (hm) ii left ventricular assist system (lvas) and the reported patient outcome could not be conclusively determined through this evaluation. The device was not explanted and will not be returned for evaluation. The device history records could not be reviewed as the heartmate ii device serial number is not available. The heartmate (hm) ii left ventricular assist system (lvas) instructions for use (IFU) (rev. C) is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including death, that may be associated with the use of the hm ii lvas. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away on (B)(6) 2013.